Event description:
It was reported that, "the patient is enrolled in the (B)(4) study. The site reported on a crf that the patient experienced tendonitis post-op. The site considered this event serious and uncertain if related to the device. The patient underwent right hip iliopsoas tendon release on (B)(6) 2010. The site considered this event as resolved as of (B)(6) 2010."

Manufacturer narrative:
This event was discovered during a review of data reports. If additional information becomes available, it will be submitted in a supplemental report.